Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump delivered a 20 unit bolus without user request. Tandem technical support reviewed the pump history and determined that the bolus was manually requested, however, the customer maintained the allegation that the bolus was not requested and delivered by the user. The customer's blood glucose level was 227 mg/dl at the time of the event and dropped to approximately 147-148 mg/dl. The customer continued to use the pump for insulin therapy.